Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted as of the present. A call placed to technical services on (B)(6) 2018 stating that this lead was turned off. Additional information was also received stating that this lead had a high threshold measurement. The physician was dr. (B)(6) at (B)(6) medical center at the (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).